Event description:
On 11/06/2009, pt reported over the past 6 days, her blood glucose has been "wicked high" and her head is foggy and she has been having constant occlusions on the infusion device. She said, she has gone through 6-7 pieces of tubing all from the same box of infusion sets and has continued to have occlusions and elevated readings. Pt reported she even switched to her backup infusion device in 2009 mid morning. She stated, she has continued to have elevated readings and occlusions on the backup infusion device. She said that this morning her blood glucose was 402 mg/dl at 5am. Pt reported, she took a 10 unit injection of insulin this morning and while on the call, she tested her blood glucose and it has come down to 357 mg/dl. Pt reported, she just started using apidra insulin two months prior to event, and thought they maybe this was a factor in the occlusions. She reported, she changes the adapter every 10th cartridge change. Pt states that she always attaches the adapter and the tubing before inserting the cartridge into the infusion device. Pt stated she has been taking an antibiotic for the past week. Explained that changes in medications or illness may cause changes in blood glucose levels. Pt is currently on her backup infusion device nad having an e4 (occlusion). Had her disconnect and place the infusion device in stop. Had her to prime the tubing and it occluded immediately. Had her disconnect the tubing from the infusion device prime through the adapter. She reported, the infusion device primed successfully. Had her attach a new tubing from a new box of infusion sets. Pt reported, the prime was successful. She stated, she was able to reconnect and place the infusion device in run. The pt did not require medical assistance from a healthcare professional or second party ot address the issue. Infusion sets were replaced and requested return of suspect infusion set for evaluation. On follow up call ten days after event, pt reported, she had switched to her replacement infusion device and infusion sets and has not had any issues since. She stated her blood glucose has returned to normal and she has not had any more e4 occlusions.